Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Examination of the returned packaging could not determine the root cause of this issue, or even if the issue existed as stated in the complaint. The appropriate risk mitigation controls were in place and appear to be correct based on the manufacturing history records.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a femoral internal fixation procedure on (B)(6) 2015. During the procedure, it was noted the box containing the screw was properly packaged however, the screw was missing from the box. Another screw was utilized to complete the procedure.